Manufacturer narrative:
This event occurred at (B)(6). The heartmate 3 modular cable was added as a concomitant product and is possibly related to the event. Lot number is 172449. Approximate age of device - 1 year, 10 months (calculated from date issued to patient upon implant). Investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. A review of the submitted log file showed 256 events spanning approximately 3 days ((B)(6) 2018 and (B)(6) 2019 per time stamp). All data prior to (B)(6) 2019 is not relevant to this investigation. The driveline was connected on (B)(6) 2019 at 00:23 when the driveline power fault alarm was active due to power b broken and ocp b open faults. The driveline was disconnected at 00:25 where the controller internal fault alarm activated. The alarms were active throughout the remainder of the log file while the driveline was connected and disconnected several times. These alarms are consistent with a 180 degree mod cable connection. The faults and alarms did not affect the controller's ability to operate the pump at the set speed while the driveline was connected. No other notable alarms were active in the log file. System controller, (B)(4), was not returned for analysis. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline power fault alarm. This was caused by power b being broken and the ocp b being open. During investigation of the log files, the alarms found are consistent with a 180 degree connection from the modular cable.